Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the device was bent on two places along its length and the ptfe coating was peeled off at 34.0cm from its proximal tip. The torque device was on the guidewire where the coating was scrapped off. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the device. The guidewire hydrophilic coating was conforming to its visual inspection. The guidewire dimensions which could be measured were within their specification. Further functional evaluation showed that the device moved through a demo excelsior sl-10 microcatheter without any difficulties. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that the cause of the observed ptfe peeling is considered to be use related.